Event description:
Same case as MDR ID 2134265-2014-08200. It was reported that deployment issue occurred. The target lesion was located in the moderately calcified and mildly tortuous left main trunk (lmt) to the proximal left anterior descending (lad) artery. A promus premier¿ drug eluting stent was deployed to the lesion, however, it was noted that the proximal part of the implanted stent was not fully dilated due to an area of severe calcification. Hence, the physician advanced the 8mm x 3.50mm nc quantum apex¿ balloon catheter for post dilatation, however, on the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3.5mmx8mm non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).